Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level and pump was not delivering insulin. The patient¿s blood glucose level was 661 mg/dl and treated with injecting 45 units of insulin using syringe. Customer declined troubleshoot for high blood level. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. (B)(4).